Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy of cecum with terminal ileum, at the first firing, the handle of the device was stiff. The surgeon was able to press the green button but could not fire the device. They used another device to continue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy of cecum with terminal ileum, at the first firing, the handle of the device was stiff and the surgeon could not fire the device. They used another device to continue. There was no patient injury.